Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated at 431mg/dl. The customer administered a bolus with the pump, and bg levels came back down to 112mg/dl.